Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, pacing inhibition occurred when the terminal pin on the chronic right ventricular (rv) lead was inserted into the header of the new pacemaker. Boston scientific technical services advised the sales representative (sr) that upon insertion the set screw needs to be tighten before pacing will occur. The sr stated that once they tighten the set screw the device did pace. The pacemaker and rv lead remain implanted in the pacemaker dependent patient. No adverse patient effects were reported.